Event description:
It was reported that one year post-op, the pt reported pain. A CT scan showed that the interbody device had migrated posteriorly. A revision surgery is planned to remove the device.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.